Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Based upon the information reported in the previous report #8030965-2024-07245 this device is no longer reportable for this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI:(B)(4).

Event description:
This is report 3 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the colibri handpiece device while being used with a battery device and a casing device, caught fire. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use and that there were no patient consequences. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b5: during a subsequent follow-up with the reporter, additional information was obtained. The reporter confirmed that smoke was coming from the motor and that only the colibri handpiece device caught fire. There was a slight delay in the surgical procedure to obtain another device. It was further reported that the user was not harmed. H6: the health effect - impact codes have been updated accordingly. Correction d4, h4: it was inadvertently reported in the initial medwatch report that the device serial/lot number and date of manufacture were unknown. The serial number and date of manufacture were actually known and reported.